Event description:
Saline lock device leaking at the end most proximal to the pt, right after starting IV. Required tubing to be changed. The saline lock is part of the "IV administration set" by b. Braun. Ref: 490067, lot: 0061682663.